Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 21-aug-20118 with the following findings: during investigation, the basal total daily dose history for (B)(6)2018 appears to be inaccurate due to a temp-basal program run from 17:49 to 18:43. The pump was exercised for 24hrs with a 1.0u/hr basal rate; at end testing the basal history correctly showed 1.0u and tdd showed 24.0u. There were no hypertensive or stuck keys were observed on the keypad. Unable to duplicate a total daily dose basal history recording defect during testing. Corrosion observed in battery compartment. Leak test passes. Removed cover; no further evidence of moisture was found.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a history/settings (history/settings issue) issue. It was alleged the basal delivery totals in total daily dose did not match the active basal program total. The basal history matched the active basal program settings. It was alleged that the pump caused the patient to have a blood glucose higher than 250mg/dl but less than 500mg/dl without symptoms. This complaint is being reported because there was an issue with the pump not performing as intended with regards to the history or the settings may result in over or under delivery.